Event description:
The customer reported that during procedure, the tensioners failed to move when tightened and further reported that the procedure was completed with another set with a delay to the procedure. The customer have been requested for more details on the delay and the customer further reported that there was no adverse consequences.

Manufacturer narrative:
Additional lot#: tacb624. Additional info has been requested and if received will be provided in a supplemental report.